Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was ¿over clipping.¿ upon inspection, the tips of the instrument were observed to be bent. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the surgeon suggested there was a problem while clipping gallbladder structures. Later discovered that instrument tips were bent, but that was found when robotic coordinator was processing instrument returns, not during the case. The related issue was not related to the jaw remaining static nor unexpected motion. The related issue was not related to unsuccessful clip application nor clip opening after closure of the clip. The surgeon stated it was "over clipping" and that was not clarified. The surgeon was using medium green hem-o-lok clips. The customer did not know the diameter size of the vessel or tissue bundle, nor did the customer know how many times the instrument was used when the incident occurred. The customer believes a backup instrument was used to resolve the issue. There was no photo or video for isi to review. The customer provided patient demographic information.

Event description:
Refer to h11 for follow-up information.